Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('stabbing pain experience daily') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2008, the patient experienced the first episode of ovarian cyst ruptured ("cyst that ruptured right ovary"). In 2014, the patient experienced the second episode of ovarian cyst ruptured ("left ovary cyst ruptured") and adnexal torsion ("ovary basecally dead and twisted"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), abdominal distension ("gas and bloating problems"), premenstrual syndrome ("bad pms after implant"), depression ("depression"), anxiety ("anxiety"), dry skin ("dry skin"), alopecia ("hair thinning") and migraine with aura ("aura migraines") and was found to have weight increased ("gained 16 lbs. After 5 months post-operative"). The patient was treated with surgery (she had surgery to remove the essure, left ovary removal and right ovary removal). Essure was removed in 2014. At the time of the report, the pelvic pain, the last episode of ovarian cyst ruptured, rash, abdominal distension, premenstrual syndrome, depression, anxiety, dry skin, alopecia and migraine with aura had resolved and the weight increased outcome was unknown. The reporter considered abdominal distension, adnexal torsion, alopecia, anxiety, depression, dry skin, migraine with aura, pelvic pain, premenstrual syndrome, rash, weight increased, the first episode of ovarian cyst ruptured and the second episode of ovarian cyst ruptured to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, alopecia, anxiety, cyst, depression, dry skin, migraine, premenstrual syndrome weight gain and rash, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media. Event¿ weight gain" was added. Previously reported unspecified event "medical device removal" was updated to "pelvic pain". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexal torsion ('ovary basically dead and twisted'), medical device removal ('medical device removal') and multiple episodes of ovarian cyst ruptured ('cyst that ruptured right ovary', 'left ovary cyst ruptured') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure inserted. On an unknown date, the patient experienced rash ("rash"), abdominal distension ("gas and bloating problems"), premenstrual syndrome ("bad pms after implant"), depression ("depression"), anxiety ("anxiety"), dry skin ("dry skin"), alopecia ("hair thinning") and migraine with aura ("aura migraines"). In 2008, the patient experienced the first episode of ovarian cyst ruptured (seriousness criterion medically significant). In 2014, the patient experienced the second episode of ovarian cyst ruptured (seriousness criterion medically significant) and adnexal torsion (seriousness criterion medically significant) and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (left ovary removal and right ovary removal) and essure was removed in 2014. At the time of the report, the last episode of ovarian cyst ruptured, medical device removal, rash, abdominal distension, premenstrual syndrome, depression, anxiety, dry skin, alopecia and migraine with aura had resolved. The reporter considered abdominal distension, adnexal torsion, alopecia, anxiety, depression, dry skin, medical device removal, migraine with aura, premenstrual syndrome, rash, the first episode of ovarian cyst ruptured and the second episode of ovarian cyst ruptured to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, anxiety, cyst, depression, dry skin, migraine, premenstrual syndrome and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu received from social media. Reported information was added. Additional reporter added. Therapy start date updated. New events rash, gas and bloating problems, bad pms, depression, anxiety, dry skin, hair thinning, aura migraines and two episodes of ovarian cyst rupture were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2008, the patient experienced the first episode of ovarian cyst ruptured ("cyst that ruptured right ovary"). In 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced the second episode of ovarian cyst ruptured ("left ovary cyst ruptured") and adnexal torsion ("ovary basically dead and twisted"). On an unknown date, the patient experienced rash ("rash"), abdominal distension ("gas and bloating problems"), premenstrual syndrome ("bad pms after implant"), depression ("depression"), anxiety ("anxiety"), dry skin ("dry skin"), alopecia ("hair thinning"), migraine with aura ("aura migraines") and pelvic pain ("stabbing pain experience daily."). The patient was treated with surgery (left ovary removal and right ovary removal). Essure was removed in 2014. At the time of the report, the medical device removal, the last episode of ovarian cyst ruptured, rash, abdominal distension, premenstrual syndrome, depression, anxiety, dry skin, alopecia and migraine with aura had resolved and the pelvic pain outcome was unknown. The reporter considered abdominal distension, adnexal torsion, alopecia, anxiety, depression, dry skin, medical device removal, migraine with aura, pelvic pain, premenstrual syndrome, rash, the first episode of ovarian cyst ruptured and the second episode of ovarian cyst ruptured to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, alopecia, anxiety, cyst, depression, dry skin, migraine, premenstrual syndrome and rash, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added, event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('emergency hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (emergency hysterectomy removed everything). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.